Manufacturer narrative:
The returned device was evaluated and received with the linkage assembly in the deployed orientation, but the slide insert was not in the viewing window. Inspection of the needle mechanism assembly found the catch beam to be misaligned allowing the needle and cannula to deploy and then both retract. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 326 mg/dl after wearing the pod between 4 and 24 hours on the leg. The adhesive pad was wet. The needle deployed and the cannula appeared visible but the pink slide status could not be confirmed. It was not clear if the cannula was completely out. Hyperglycemia treated by patient activating new pod.